Event description:
As reported by the patient¿s attorney, an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2007. According to the complainant, the patient suffered pain as a result of the implant. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
The reported lot number, 0ml8090715, could not be matched to the reported device. Therefore, the lot expiration and device manufacture dates are unknown at this time.